Event description:
Spike broke off in y-site of abbott set #1648 while on a central line. Sample provided is an intravenous administration set with broken off spike in tubing. Remainder of the device was not provided. No other info is available.